Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) and a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that a patient was in for a pump refill earlier today; the pump had been alarming for low reservoir but they filled and updated the pump. The patient left and said the pump was still alarming. The company rep brought hcp on the line; patient had returned to the clinic and they interrogated the pump. Agent reviewed info on concurrent alarms and advised hcp to click on active alarm button and proceed to update the pump again in order to silence the alarm. The troubleshooting steps that were taken on the call resolved the issue.